Event description:
It was reported the camera head had a tear on the cord. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of "tear on cord" was confirmed. The product analysis confirmed a cut on the cable insulation. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.